Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01221. Related manufacturer reference number: 3006705815-2021-00586. It was reported that the patient's was experiencing pain at the ipg site. Reportedly, the patient had lost weight and was also experiencing ineffective therapy. As a result, surgical intervention was undertaken wherein the patient's ipg and leads were explanted on (B)(6) 2020. The patient was later implanted with a new system on (B)(6) 2021.